Manufacturer narrative:
As reported, a piece of the ventralight st w/ echo 2 positioning frame broke off when removed through an 8mm trocar. Note, the recommended trocar size per the IFU for product code 5990015 is 12mm. Photos provided show the frame with a section missing and a second photo shows the detached portion. The surgeon reports concern that fragments could be left in the patient, in review of the photos provided it appears all of the echo 2 ps was removed from the patient. As the sample was not returned for evaluation a definitive conclusion cannot be made, however it is possible that the issue presented due to the use of a trocar smaller than the recommended size. Per the instructions-for-use (IFU) provided with the device, instructs the user to "insert into the abdomen through the recommended minimum trocar or trocar incision site. Never force the device through the trocar. If the device will not easily deploy down the trocar, remove the trocar and insert through the next largest available size trocar or through the trocar incision site and reinsert trocar.¿ and ¿note: the echo 2¿ positioning system frame is designed to separate into one strand when removed. It is recommended that the frame is removed from the same size trocar through which it was inserted. Review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a robotic ventral hernia repair procedure, a ventralight st w/ echo 2 positioning system was used. After fixating the mesh and removing the positioning frame through the 8mm trocar it was noted that a piece of the frame broke/tore off. The surgeon found the piece resting on top of the bowel and it was removed with no injury to the patient. As reported the surgeon had trouble locating the broken piece and had concern of fragments still in the abdomen. Reportedly it was unclear to the user if the positioning system was accidentally cut during removal.